Event description:
The customer reported that the insulin pump alarmed during the rewind/prime process. Advised the customer that the insulin pump would be replaced. The blood glucose reading was 153mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.